Event description:
It was reported that bd insyte autoguard bc leaked beyond the septum. The following information was provided by the initial reporter: tell me that the valve within the cannula did not work and there was still blood coming out, without puncturing the valve at all. Describe patient /(hcp)/user impact: no impact possible IV reinsertion. Customer response on (B)(6) 2025. Unfortunately, on behalf of the emerge department it was only anecdotal information from 1-2 nurses about the blood-control valve not being effective. I was unable to get which size or the lot# of this. I have made a mental note to collect this information if there is another concern shared with me moving forward.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.